Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and the escalation response was provided. A review of dms indicated that the user was advised to re-link the sensor.following the escalation, the user was requested to perform a sensor re-link and was advised to continue using the system and performing calibrations as instructed. However, the user was unresponsive to multiple contact attempts via phone, voicemail, and sms.a review of the data management system (dms) indicates ongoing system usage, with information up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Customer care reviewed general system behavior, including lag and the importance of trend monitoring, but the issue was not resolved. The case was escalated to next level support.review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. However, the troubleshooting process could not be completed as user stopped responding to the communications from customer care. No further information was available for this complaint. B4. Date of this report 15 dec 2025. G3. Date received by the manufacturer? 15 dec 2025. H6. Investigation findings updated to 114.